Event description:
This event occurred in january. Since then, a second similar event has occurred prompting reporting of both. Fentanyl pumps appear to continue to infuse even when they detect air in the line. Cadd-solis vip ambulatory infusion pump alarm "air in the line" was noted. By the time the fentanyl bag was changed, the tubing was filled with air almost all the way to the hub connecting it to the primary IV tubing. A few more minutes of being delayed would have meant that the patient would have received air via the IV tubing via a central venous catheter into the internal jugular.